Event description:
Report received from abbott international affiliate of a tubing separation. The report indicated that the tubing set pulled apart below the distal y-site, when the package that contained the set was opened. The set was replaced. The event occurred in the emergency department. There was no direct adverse effect to the patient. Though requested, there was no further information available.